Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 60 stapler, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler would not seat correctly or identify load or open jaws upon removing from the robot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. No unexpected tissue removal. No bleeding observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument attached to the arm as expected, with no issues. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the reload recognition test. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a white 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that instrument attached and functioned normally, passing all recognition, engagement, and reload tests. In-house testing showed successful clamping, firing, and unclamping with a white 60 reload, producing a smooth cutline and properly formed staples. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.